Manufacturer narrative:
Block b3: exact date unknown, event occurred in early to (B)(6) 2024. Block b6a: exact date unknown, implant procedure occurred in (B)(6) 2024. Block h6 device code a0401 is being used to capture the reportable event of suture break. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date in (B)(6) 2024. Two months post esg procedure, the patient lost restriction when eating and had limited weight loss. It was also reported that the patient experienced vomiting for a few weeks post procedure and did not inform the physician. A gastroscopy was performed early to (B)(6) 2024, and it was noticed the proximal part of the sleeve was almost completely open and the sutures were hanging. The patient has a revision surgery scheduled on (B)(6) 2024.